Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken and could not be closed. The field service engineer (fse) reported that when users attempted to access the back row of auxiliary drawer 5.2 (a new drawer placed earlier in the day), it would not close and seemed to be hitting something. When fse arrived on site, reported to the security checkpoint and once cleared, continued to the pharmacy. The customer and fse went to the station with the problematic drawer. Fse removed drawers 5.1 and 5.2 from the auxiliary chassis. While inspecting the drawer, found that one corner of the splitter plate between the upper and lower drawers was not positioned correctly; it was hitting against the position sensor mount. Fse removed the position sensor mount and was able to move the splitter plate into the correct position and fse reinstalled the drawer and successfully completed the required diagnostic testing. The escort logged into the station and inventoried the medication located in the back row of the previously failing drawer with no issues or problems at that time. The proactive inspection process was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and could not be closed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.